Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware was installed and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device locked up upon delivering a shock. In this state defibrillation therapy may not be available to the patient if needed. The customer advised that upon delivering a 360 joule shock the display of the device went black and the shock button led remained illuminated. The power button was unable to turn the device off, and the batteries had to be removed in order to power the device off. After the batteries were removed and reinstalled, the device powered on as normal and was able to deliver energy as normal. This occurred during the daily check of the device. There was no patient use associated with the reported event.